Event description:
It was reported that the 9600 system had a iris pot error message at boot up. Prior to case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator iris and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.